Event description:
It was reported that during aneurysm embolization procedure, resistance encountered when pushing the coil into the microcatheter. The coil unintentionally detached in the microcatheter and both were removed from the patient. There was no report of harm or injury to the patient, who was fine.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis; however, investigation is not complete and still ongoing. The instructions for use (IFU) identifies difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Additional information h3, h4, h6, h10 (summary device evaluation): summary of device evaluation: the microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant severely stretched and to be attached to the pusher. No indication using a detachment controller was found on the pushers' heater coil. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The complaint is considered unconfirmed as the implant was severely stretched but not broken.